Event description:
This report is being filed due to heart failure, a myocardial infarction, and recurrent regurgitation. Crd_946 - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation (tr), with pacemaker leads in the right ventricle (rv) across rv annulus, tr jet around and adjacent to the lead, quadricuspid (2 posterior leaflet) anatomy. Two xtw triclips were successfully delivered and deployed, reducing the tr to mild, grade 1. On (B)(6) 2023, approximately one month after the index procedure, moderate tr grade 2 was noted. On (B)(6) 2024, worsening heart failure was diagnosed. The patient had presented to the emergency department with shortness of breath and intermittent chest pain. Acute on chronic diastolic heart failure and a type 2 myocardial infarction (mi) were diagnosed. Medications were provided as treatment. On (B)(6) 2024, approximately one year after the index procedure, severe tr was noted. On (B)(6) 2024, the patient was admitted again for further evaluation, with heart failure and shortness of breath. The patients daughter had stated the patients symptoms were similar as before the clip procedure in 2023. Her primary physician advised the patient to replace her pacemaker battery. Medications had been provided as treatment. There was no device malfunction.

Manufacturer narrative:
The clip remains implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previous report, the additional information was received: both triclips are functioning well. There was no malfunction and no device related tissue injury observed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported dyspnea, chest pain, myocardial infarction, heart failure, and recurrent tr were unable to be determined. The reported patient effects of dyspnea, myocardial infarction, heart failure, and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization and medication required were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.